Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4472 lead implanted: (B)(6) 2001; 694565 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the left ventricular (lv) lead had been turned off for the past two years due to high lv capture threshold. The lv lead remains in the patient. No patient complications have been reported as a result of this event.